Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited: cable flooding, flooding of image capture, connector crack, focus ring adherence, adhesions on connectors, and corrosion of electrical contacts, cable and scope mount corrosion. There was no patient involvement.